Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she had an MRI today and her ins was put in ¿safe mode.¿ the patient reported that after the MRI, she had a return of pain in legs. The patient communicated with the ins and the patient programmer showed that stimulation was on. The patient reported that she increased to 5 and couldn't feel anything. The patient reported that she usually gets relief on 3. The patient reported that she tried different programs and still didn't feel stimulation. The patient reported that ¿they got it up to 1000 beats/second.¿ the patient reported that the MRI could be related to the issue. No further complications were reported.